Manufacturer narrative:
Results: the jet7 was fractured approximately 131.0 cm from the hub, 1.5 cm break from tip. The proximal fractured portion of the returned device was missing coil winds on the distal section and was pinched where the damage started. The distal fractured portion of the jet7 was returned inside the rhv. The jet7 was ovalized approximately 16.0 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed the reported fracture. The distal fractured portion was returned within the rhv. This indicates the jet7 likely fractured upon retraction through the rhv. If the stent retriever was retracted into the jet7 against resistance the catheter may become damaged. This damage or the rhv not being fully opened prior to retraction likely contributed to the fracture upon retraction. Further evaluation revealed an ovalization on the catheter that was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system jet7 kit (jet7). During the procedure, a neuron max was placed in the left internal carotid artery (lica). A jet 7 and a non-penumbra microcatheter were placed in the left mca. A non-penumbra revascularization device was advanced through the microcatheter and the microcatheter was removed without difficulty. As the revascularization device was withdrawn into the jet 7 without difficulty, the physician mentioned ¿it felt different¿ when pulled further back. As the revascularization device was removed, wires were attached to the stent and the jet 7 fractured within the rotating hemostasis valve (rhv). The jet 7 was removed from the patient and the procedure was completed using a penumbra system ace 60 reperfusion catheter (ace60), the same microcatheter, the same sheath, a new non-penumbra revascularization device and, a non-penumbra stent retriever. There was no report of an adverse effect to the patient.